Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo, 90% stenosis in the mid left anterior descending. Reportedly, the 3.25 x 8mm nc traveler balloon catheter was advanced; however, the balloon ruptured at 8 atmospheres. An unknown balloon catheter and xience xpedition were used to complete the procedure. No resistance was felt during advancement or removal of the device. There was no resistance felt during removal of the protective sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler device is currently not commercially available in the united states; however, it is similar to a device sold in the us.